Event description:
It was reported that within one week of implant, the patient returned to the hospital due to strong pain in the chest. There was undersensing and no measurable threshold, with a lead perforation identified as the probable cause. The rv (right ventricular) lead was to be revised. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).